Manufacturer narrative:
(B)(4). Additional information has been requested from the customer for clarification of the product used in the reported event. The customer reported a "rushelit super safety clear size 7.5 endotracheal tube" was used; however, teleflex does not manufacture a product under that exact description.

Event description:
Customer complaint reported as: "halfway through surgical case for laparoscopic cholecystectomy, the endotracheal tube was found to have kinked. The ett was a rushelit super safety clear size 7.5 endotracheal tube from rusch. The ett was straightened out again. The tube was kinked in the patient's mouth and appeared to have become more malleable from the body temperature of the patient." No patient injury was reported. It was reported a new tube was used.

Event description:
Customer complaint reported as: "halfway through surgical case for laparoscopic cholecystectomy, the endotracheal tube was found to have kinked. The ett was a rushelit super safety clear size 7.5 endotracheal tube from rusch. The ett was straightened out again. The tube was kinked in the patient's mouth and appeared to have become more malleable from the body temperature of the patient." No patient injury was reported. It was reported a new tube was used.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, one sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. Kink testing was also performed and the sample passed the testing. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.